Manufacturer narrative:
This event is being investigated under zimmer biomet complaint (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that unit didn't complete cut during primary pass. Event occurred during surgery and no harm, no delay reported.

Manufacturer narrative:
This event is being investigated under zimmer biomet complaint (B)(4). This medwatch is being filed to relay additional information. Patient code: no other code available for additional graft harvested. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during surgery, the device didn't complete the cut during primary pass. This device skipped while removing donor skin from the patient. An additional graft was needed to complete the surgery; an alternate device was used. There was an approximately 6 minute delay in surgery under anesthesia.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed as a supplemental, final report to relay additional information. On (B)(6) 2018, it was reported that the device had an incomplete cut during the primary pass. The device skipped while removing the donor¿s skin from the patient. An additional graft was needed to complete the surgery. An additional was used. There was a 6 minute delay reported and the patient was under anesthesia during the delay. There was no harm/ injury reported and there were no medical interventions required. The customer returned an air dermatome device, serial number (B)(4), for evaluation. The device history record (DHR) review was unable to be performed as the DHR associated with this serialized device was unavailable for review at the time of processing this complaint. Zimmer biomet surgical has not previously repaired/evaluated air dermatome serial number (B)(4) as documented in the repair reports in livelink. Product review of the air dermatome by zimmer biomet surgical was not performed since the customer denied the aged repair quote and asked for the device to be set back to them unrepaired. Therefore an evaluation of the device was not performed since the device was returned to the customer on (B)(6) 2018. Repair of the air dermatome was not performed by zimmer biomet surgical since the customer asked for the device to be returned unrepaired. The reported event ¿the device had an incomplete cut during the primary pass. The device skipped while removing the donor¿s skin from the patient¿ was non-verifiable since the customer denied the aged repair quote. The device was returned to the customer non-repaired on (B)(6) 2018 per the account¿s request. The root cause of the incomplete cut cannot be specifically determined with the provided information since the customer denied the aged repair quote. The device was returned to the customer non-repaired on (B)(6) 2018 per the account¿s request. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends, as necessary. Customer request- device unrepaired.

Event description:
It was reported that unit didn't complete cut during primary pass. This device skipped while removing donor skin from the patient. An additional graft was needed to complete the surgery; an alternate device was used. There was an approximately 6 minute delay in surgery under anesthesia. No harm or injury to the patient or operator was reported and no medical intervention was required.